Event description:
During the final tightening sequence of four tether variable screws. The snap-rings of two of the screws fractured completely. Fragments of the snap rings were removed and the procedure was successfully completed.